Event description:
The morphology of the vessels was very tortuous promoting a difficult advancement of the zentih delivery system to the aorta. The port angiogram performed after deployment of the three-piece modular graft noted a proximal type I endoleak. The main body graft appeared to have been deployed a little low due to the degree of angulation in the aorta. A moldiing balloon catheter was readvanced and re-ballooned at the proximal portion of the main body graft. The second angiogram performed still viewed the proximal type I endoleak. A main body extension was then deployed adding sufficient coverage in the aorta. Endoleak appeared to be resolved, with a noted filling observed at the bifurcation of the main body graft. A pigtail catheter was inserted into the graft to detect distal endoleaks. A "blush" noted at the bifurcation was thought to be a tear in the graft material in the right iliac leg graft. Leg graft was re-ballooned with no resolve to the endoleak. An iliac leg graft was then deployed up inside the leg graft to the second to last stent graft. Last angiogram performed viewed a filling at the bifurcation. The left leg graft was re-ballooned and thought to have a good seal. Visual type ii endoleak observed at the conclusion angiogram as well as a slight leak at the bifurcation. Follow-up exam scheduled for one month to view endoleak status. Please refer to 1820334-2004-00409 for additional info.